Event description:
Patient's friend contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. Receiver was exposed to water. The patient's friend did not report any injury or medical intervention.

Manufacturer narrative:
The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of hardware error cannot be confirmed. It was reported that patient's receiver was exposed to water. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids. However, a root cause for the reported hardware error cannot be determined.